Event description:
Head of screw broke off during insertion. The threaded part of the screw remains in the acetabular. The part which broke off was successfully removed. MFR ref #: 3005180920-2014-00181.